Event description:
The reporter stated a foreign body was noted on a cq2015a collamer aspheric three piece lens. There was no patient contact. Another same model lens was implanted.

Manufacturer narrative:
Foreign body on lens) - results: visual inspection of the returned product found a spot on the lens optic. One haptic was torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.